Manufacturer narrative:
A review of the mfg records for the device is being conducted. A device is going to be provided for analysis.

Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that during the procedure, the physician experienced a rupture of the delivery system of the contralateral leg component. The physician felt resistance and it was impossible to place the device in the intended position. The introducer sheath and the device were removed together. The physician discovered that the contralateral leg component was broken at the leading end of the catheter. The procedure was completed with another contralateral leg component. The patient tolerated the procedure.